Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve inside a previously surgically implanted aortic valve, the valve was successfully deployed at a satisfactory height using a non-medtronic guidewire. A post-implant balloon dilation with a 20 mm x 4 mm non-medtronic (z-med ii) balloon was performed, and during the attempt to withdraw the balloon, the valve dislodged towards the aortic arch. Subsequently, a second valve was implanted. Additional information was received that the post-implant balloon dilation was performed due to paravalvular leak (pvl).

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve inside a previously surgically implanted aortic valve, the valve was successfully deployed at a satisfactory height using a non-medtronic guidewire. A post-implant balloon dilation with a 20 mm x 4 mm non-medtronic balloon was performed, and during the attempt to withdraw the balloon, the valve dislodged towards the aortic arch. Subsequently, a second valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: 20mm z-med ii-x dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pvl was severe prior to the post-implant balloon dilation.

Manufacturer narrative:
Image review: eight fluoroscopic cine loops of the pre-implant balloon dilation and implant procedure were provided for review. The patient summary was also provided for anatomical review. The executive summary measurement of the surgical aortic valve (sav) annulus diameter was visible in imaging. An image showed the tav deployed to the point of no recapture in an lao projection. Imaging displayed the post-implant dilation of the deteriorated sav which seemed consistent with a medtronic (mosaic). An image featured the embolized first tav located in the ascending aorta. A snare cannot be spotted in any of the images. In a different image, the second tav can be seen, successfully implanted inside the sav, with the first tav anchored in the ascending aorta. Imaging shows 27% valve oversizing for the selected 26mm tav in the sav. Assessment of the implant depth, it appeared to be sufficiently deep on the left coronary cusp (lcc) side. Implant depth on the non-coronary cusp (ncc) side cannot be assessed reliably in the lao projection. During or after the balloon dilation, the tav frame seemed to have moved upwards a little. Both the slight upwards movement in combination with a 27% valve oversizing, might have contributed to an easier dislodgement of the valve frame when the balloon was pulled out. Images of the dislodgement were not provided. Pulling back the balloon and getting entangled with a part of the tav frame, can be seen as root cause for the dislodgement. There is no evidence of any tav failure. A second tav was successfully implanted through the first one. Adverse events that may be associated with the use of the device include, but may not be limited to, the following: prosthetic valve migration/embolization. Prosthetic valve migration/embolization is listed in the instructions for use (IFU) as one of the potential adverse events and repositioning precautions. Migration/dislodgement of the transcatheter aortic valve (tav) can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-dilation complications. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.